Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the system "crashed" as it was being prepared for a surgical case. There was no patient involvement. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system, but did not indicate replicating the reported event. The host module was replaced. The system was then tested and met all product specifications. The host module was received and a visual assessment of the returned sample showed no obvious nonconformities. The sample was installed into a calibrated system and successfully completed boot-up. Unrelated to the reported event, the touchscreen calibration was off. A 12-hour burn-in was performed and completed successfully. The reported event could not be replicated. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).